Event description:
Reporter alleged when attempting to test customers glucose, she obtained an error on the aviva system and it was unavailable for use at the time. Reporter stated the customer was complaining of a severe headache, so reporter called the ambulance. Reporter indicated the emergency medical technicians (emts) obtained a glucose result of 197 mg/dl for customer and customer was treated with an IV, contents unknown. It was stated customer was taken to the hospital, however, the length of stay was not provided. No report of any other actions taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.